Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to clinic for routine follow up. Patient received inappropriate shock for supraventricular tachycardia. Device will be reprogrammed. Patient will be monitored routinely.